Event description:
It was reported that during a labral repair procedure, the 1.5 juggerknot fractured in the patient's bone while a mallet was being used to insert the implant. The fractured piece was removed from the patient's bone and the procedure was completed successfully using additional juggerknots.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the device found the fractured tip was bent in one direction consistent with the effect that the guide was moved during insertion and the tip was now at an angle and being compressed. Therefore the tip fractured due to repeated 'taps' to the handle indicating improper surgical technique.